Event description:
The customer reported that the system wouldn ot boot up. There is no report of death or serious injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The cmos settings were readjusted. The system interface board was evaluated and replaced. The system was tested and found to be working as intended and returned to service.